Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-5274-132, stealth 32 l hook lap elec pkg, was used during a laparoscopic cholecystectomy on (B)(6) 2021 when it was reported ¿the coating on the tip of the electrode peeled off during tissue exfoliation. About 10 minutes after the start of use, the coating began to peel off, and by the time 20 minutes had passed, it was in its current state. 10-20 minutes later, it was wiped the charred tissue with wet gauze. The peeling coating is left on the body.¿ further assessment questioning found that the device was not inspected prior to use. Once peeling started an alternate device was not used because the doctor decided there was no problem in the procedure with or without the coating on the device. The surgeon is suspicious that the material was retained in the body. There was no report of medical intervention or hospitalization for the patient. This report is being raised on the basis of injury due to possible material being left in patient.

Manufacturer narrative:
Received one 60-5274-132 in opened original packaging. Lot number was verified. Performed a visual inspection, the distal tip of the lhook electrode appears to have normal abrasions after being used. The black insulator is not torn. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. Always use the lowest possible setting to achieve the desired electrosurgical effect. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-5274-132, stealth 32 lhook lap elec pkg, was used during a laparoscopic cholecystectomy on 12nov21 when it was reported ¿the coating on the tip of the electrode peeled off during tissue exfoliation. About 10 minutes after the start of use, the coating began to peel off, and by the time 20 minutes had passed, it was in its current state. 10-20 minutes later, it was wiped the charred tissue with wet gauze. The peeling coating is left on the body.¿ further assessment questioning found that the device was not inspected prior to use. Once peeling started an alternate device was not used because the doctor decided there was no problem in the procedure with or without the coating on the device. The surgeon is suspicious that the material was retained in the body. There was no report of medical intervention or hospitalization for the patient. This report is being raised on the basis of injury due to possible material being left in patient.